Manufacturer narrative:
Evaluation summary: there is no evidence of any nonconformance with this device. Without additional information, or the actual device for review, no definitive conclusions can be made. Cause of this incident cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the blade malfunctioned and was not able to connect to the drill securely. The patient's patella had to be cut with a saw.